Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were noticed: air/water leakages, crack of adhesive on bending section cover or distal sheath (black covering of the bending section), forceps/instrument channel malfunctions, physical defects of the bending section and insertion tube including unusual shapes, dirty/discoloration of the light guide lens, and defects of the universal cord/distal end/connector/control section/related parts. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera ii ultrasound gastrovideoscope, dark spots and foreign debris were found in the internal channel of the scope. In addition, the user facility was unable to remove or clean the dark spot or debris during reprocessing. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the dark spots and foreign debris found in the internal channel of the scope likely occurred from the air leak in the instrument channel. The specific root cause of this event could not be determined at this time. The following information is stated in the instructions for use: "be sure to perform a leakage test on the endoscope prior to manual cleaning, and do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism or other malfunctions." Olympus will continue to monitor field performance for this device.